Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector clamp was defective during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "the clamp doesnt work."

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector clamp was defective during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "the clamp doesnt work".

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by customer that "the plunger stops the fluid from running through, the clamp doesn't work, or the extension set itself is coming apart at the seal" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mp5301-c because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.